Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, once daily, intraperitoneal, discontinued on the same day) and amikacin injection (100mg, once daily, intraperitoneal, discontinued on the same day) for peritonitis. A day after the event onset, the patient was treated with amikacin injection (50mg, once daily, intraperitoneal, ongoing) for the event. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that treatment with amikacin injection was discontinued (on an unknown date). A day after the event onset, the patient was treated with imipenem injection (500mg one bag, per day, intraperitoneal, discontinued). At the time of this report, the patient was discharged from the hospital and recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.